Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I anti-hbc results. On (B)(6) 2026, sid (B)(6) (male, 69 years old) was 0.95 s/co grayzone, repeated 0.30 s/co nonreactive, 0.23 s/co nonreactive, 0.23 s/co nonreactive. The same sample was repeated on serial (B)(6) with the same reagent lot 76110be00. On (B)(6) 2026 result was 1.65 s/co reactive, 1.44 s/co reactive, 1.51 s/co reactive. It is unknown what result was reported out of lab. Reference lab result came back as nonreactive. Additionally, the customer pulled samples that already resulted from this instrument and ran them on serial (B)(6), with different results from 2 samples. On (B)(6) 2026, sid (B)(6) was 2.58 s/co reactive, repeat 0.69 nonreactive, 2nd repeat 4.87 reactive. Sid (B)(6) was reported as reactive, but on (B)(6) 2026 repeated on serial (B)(6) result of 0.22 s/co nonreactive. On (B)(6) 2026, sid (B)(6) was 1.43, 1.99 s/co reactive. Sid (B)(6) was reported as reactive but on (B)(6) 2026 repeated on serial (B)(6) result of 0.74 s/co nonreactive. Normal reference range of <0.80 s/co nonreactive, grayzone of 0.80 to <1.21 s/co, reactive of = 1.21 s/co. No additional patient information was provided. No impact to patient management was reported.